Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent hyperglycemia for approximately 1¿2 hours, changed infusion supplies multiple times within several hours, and subsequently elected to administer an external insulin injection and disconnect from the pump with plans to remain disconnected for at least two hours. Symptoms included elevated blood glucose. Outcomes included user-directed temporary discontinuation of pump therapy and use of subcutaneous insulin outside the system. Investigation included remote troubleshooting and education regarding site changes, infusion set management, and safe disconnection and reconnection practices. Investigation of this case revealed no device alarms, with unclear etiology for the hyperglycemia and potential infusion site or set effectiveness issues not confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.